Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, occurred during the laparoscopic procedure. Device component fell into the cavity of the patient and was it retrieved. Grab tip out and get new stapler in order to complete the case. No injury. Patient status : fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device misfired and staples were bent. A second stapler was used and the plastic end broke.